Event description:
Date: 6/8/2006. Type of device: pt monitors. MFR: datascope. Model: spectrum. Serial number: all. Exp date: none. How long in use: 2 to 4 yrs. Condition: excellent. Date last inspected: current. Date occurred: records indicate from installation. Other devices involved? Yes. Other devices description: ECG cables ad trunk cable. Single-use device reprocessed: no. Injury resulted?: yes. Problem description: datascope monitor shuts-off or erratic ECG display #. Response from datascope: this letter is being sent in response to your phone message of may 31st, in which you indicated you had add'l questions related to the spectrum monitor shutdowns that occurred at two facilities. Your phone message indicated a similar shutdown had occurred at a third location. I would appreciate it if you could advise of the complete name and address of that site for our files. Director of svc marketing for datascope corp, advised me of the add'l info you requested related to datascope response to these events. As I indicated in my initial response to hosp, the cause of this malfunction is an ECG pt lead cable or trunk cable that is either wet from cleaning or has been damaged. This anomaly in the cable causes the unit to rapidly switch between leads detected if the monitor is set to auto-lead-detect. The rapid switching causes the monitor to malfunction as you described. We consider any report of a device malfunction to be a potentially serious event. As such, for this event we had an independent medical expert review the risk associated with the malfunction were it to recur. This expert found that should a clinician inadvertentily attach a cable that had not been properly cleaned or had been subjected to damage or moisture, the unit either shuts down immediately or displays wild swings of ECG. These conditions would not likely be mistaken for a valid ECG signal. Therefore, the associated pt risk was classified as "none/negligible," and no medwatch or field action is required. However, we continue to look for ways to reduce the inconvenience this scenario presents for our customers. As director indicated in his e-mail to you, we are evaluating software and/or hardware changes that would prevent a damaged or wet cable from causing a malfunction. In these unlikely instances where a user experiences this problem, we are reinforcing our current labeling, which states that proper lead/cable cleaning procedures must be followed. We are also instructing those users how to manually select the lead mode. It was never our intent to ask you to act as an agent of datascope corp by communicating this info to the hosps. Please accept out apology for this confusion. If you would provide us with the contact info for the affected hosp under your support umbrella, we will disseminate the appropriate info. I trust you will find this info to be responsive to your inquiry. Should you wish to contact me @ datascope.com. Sincerely, sr quality engineer datascope, corp. Please note: datascope has been aware of this problem and has taken corrective actions with similar results. Therefore they have acknowledgment in writing and by action a problem with this series of monitors. Could impact hundreds of facilities nationally and internationally.